Manufacturer narrative:
Alleged failure: won't power on salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root: upon investigation of the software, a bug was noted where the l11 tried to read the thermistor while white light is off, causing an invalid reading. Advise to replace the mainboard. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.